Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2021, a 29mm portico valve was implanted into a patient. On (B)(6) 2022, the patient had endocarditis on the mitral valve and a large vegetation on the left ventricular outflow tract. An echocardiogram performed revealed moderate to severe paravalvular leak of the portico valve, however this was most likely due to the left ventricular outflow tract (lvot) calcium and the vegetation around the area. The surgeon said nothing was wrong with the portico valve, but that it had to be removed to access and replace the mitral valve, remove all the vegetation, replace the aortic valve, and perform a root replacement due to the damage occurred do to removing the vegetation and the tavi valve. The patient remained hemodynamically stable throughout the procedure. No additional information was provided.

Manufacturer narrative:
An event of paravalular leak was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that there was endocarditis on the mitral valve with a large vegetation in the lvot. It was indicated that nothing was wrong with the portico valve, but that it had to be removed to be able to access and replace the mitral valve. The cause of the paravalular leak was reported to be due to calcium in the lvot and on the mitral valve. There is no indication of a product quality issue with regards to manufacture, design, or labeling.